Event description:
Customer reported a communication error. System operates as intended.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended.